Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm prograsp forceps instrument and completed the device evaluation. The instrument was analyzed and was found to have a loose pitch cable at the proximal end. No damage was found to t adjacent components. As a result of the loose pitch cable the instrument has imprecise motion. Additional observation(s) not reported by site: the instrument exhibited imprecise motion when the master tool manipulators (mtms) were manipulated. Visual inspection found no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed or the instrument would just stop moving. The instrument's grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sadi-s surgical procedure, the 8mm prograsp forceps instrument was not well articulated when in use. Replaced with new one and completed procedure as planned.